Event description:
The account stated they smelled an electrical burning smell and possibly saw smoke, but were not certain, coming from the prism analyzer. The prism analyzer was running when channel 4 generated an error (34-117-pmt) where the processor board detected dark counts on sub a and sub b equal to 0. Svc was requested for the prism analyzer. No injury was reported to the operator of the prism analyzer.

Manufacturer narrative:
Investigation is in process, no codes are know at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.